Event description:
Repair statement customer stated problem: alarming or red light. Verified: yes. Key: sieve bed leaking. Additional malfunctions are the inlet filter is dirty, the power switch has a short circuit, the manifold is stuck, and the zip ties and hose clamps were replaced.